Event description:
It was reported that during a low anterior resection when the device was fired the staples were not formed. The tissue was cut off with scissors. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.